Event description:
Complainant alleged that during testing and preventative maintenance, the device displayed error message code "error 70" on the monitor screen. The complainant indicated that there was no patient involvement in the reported failure.